Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see drops exit the infusion set tubing during the load process. Reportedly, the customer changed out the cartridge and was unsuccessful in seeing drops exit the tubing. The customer then performed the fill tubing process through the cartridge pig tail; however, the customer was still unable to see drops of insulin come out of the pigtail. During troubleshooting with tandem technical support, the customer changed both the infusion set tubing and the cartridge and customer was successfully able to see insulin drops exit the tubing. Customer stated insulin delivery was able to be resumed. The customer's blood glucose level was 175 mg/dl.